Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier was analyzed by failure analysis and failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not apply the clip. The large hem-o-lok clip applier instrument had multiple input disks cracked. Hairline cracks were found on grip input disks. Further evaluation found the instrument had an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the large hem-o-lok clip applier was not holding the clip. The procedure was completed with no reported injury. Evaluation found the instrument failed the clip test. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The issue was identified while loading the clips onto the clip applier and the customer noticed the large hem-o-lok clip applier was not holding the clip. The instrument was not in the patient when the issue occurred. It looked more like a loading issue.